Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance measurements over the past year from approximately 87 ohms to high, out-of-range shock impedance measurements greater than 125 ohms. Technical services (ts) discussed troubleshooting/programming options and possible causes. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.